Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed some discoloration and a small split in the catheter tubing near the 5 cm depth marker. The split was observed to be ¿v¿-shaped with rough and uneven edges with rough and uneven fracture surfaces. The shape and texture of the split observed in the returned sample suggest the catheter was damaged by a metallic instrument during use.

Event description:
It was reported, fractured PICC, when they pulled the line back 1 cm there was a small hole, line removed. Patient had 1 cycle of flot, so has had cytotoxic medication through the line. No other information was provided.

Event description:
It was reported, fractured PICC, when they pulled the line back 1 cm there was a small hole, line removed. Patient had 1 cycle of flot, so has had cytotoxic medication through the line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.